Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .

Event description:
It was reported that the lead exhibited a fracture. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that the previously capped right ventricular lead had also exhibited anomalous capture values.